Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high, out of range (oor) pacing impedances on a competitor's right atrial (ra) lead. A save to disk was sent in for analysis which confirmed the oor measurement occurred on numerous occasions. The impedance measurement fluctuated between normal and oor values. There was no other issue identified with the save to disk analysis. The situation will continue to be monitored. There have been no adverse patient effects reported.